Event description:
It was reported the programmer screen is blank; nothing can be seen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, a nylon spacer was broken off, allowing the link electronic module (lem) board connector to disconnect from the main processor unit (mpu) board.